Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that patient was notified by his surgeon about the recall when he went in for a check up. Patient states that he had an MRI and it is currently showing some fluid on his hip. Patient states that his doctor wants to monitor the hip for now and the patient will return for a follow up check up in three months.